Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced a vibrate anomaly. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to connector power connector not plugged improperly; disconnected and reconnected the power connector on the printed circuit board area 1 and the insulin pump powered on properly. No unexpected vibrator anomalies noted during testing. The insulin pump passed sleep current measurement, active current measurement and self-test. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked case on the battery tube area and peeling end cap address label.